Event description:
During a gastric bypass procedure, er320 would not form clips and then the device jammed. No further information provided. No pt consequences. Case completed with another device of the same product code. Return device not indicated.